Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported no communication anomaly was confirmed in the laboratory. The device was found to not be within the estimated longevity. The testing was normal and no anomaly was found. The battery was sent to the manufacturer and no anomalies were noted. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that the device would not interrogate. The device was explanted and replaced.